Manufacturer narrative:
Samples collected fresh in greiner tubes. Previously run pt samples were not rerun to confirm accurate back to the last acceptable control run. The raw data analysis revealed the instrument's software algorithm was not able to clearly separate the white blood cells (wbc) populations under this specific situation and failed to generate blast flag. In addition, the immature neutrophils (imm ne 1) flag was generated due to the abnormal pattern in ne region. The field service engineer (fse) performed instrument verification and found no hardware issues related to this event. The instrument is currently within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Root cause based on a raw data analysis indicates the algorithm was not able to clearly separate the wbc populations under this specific situation and failed to generate any blast flags. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of the instrument results. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
The customer reported erroneous test results were obtained for one pt sample when using the coulter lh 500 hematology analyzer. This pt was known to have blast cells and the instrument did not flag for blast. The initial run had an instrument generated immature neutrophils (imm ne 1) flag for the differential (diff); however, the rerun on this sample did not have any flags for the differential parameters. The erroneous test results were reported out of the laboratory. The physician requested a manual differential and at this time the blast cells were seen on the manual diff. A corrected report was sent out. There were no reports of death or serious injury, and no affect to pt treatment as a result of this event.